Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the rep was contacted about the nursing staff being unable to charge the ins. The rep assisted them in troubleshooting and they were able to get 3-4 coupling bars on the charger. The following day, the (rep) contacted patient and technical services stating they had received text messages from a consumer informing that the hospital was still having issues with charging the patient's ins. The rep asked that technical services contact the hospital nursing staff to do troubleshooting to determine the issue with the system. An outbound call was made to the nursing staff and a nurse attempted to reach the patient and the patient did not answer the call. The technical services phone number and a request for contact to determine if there was an issue present was left on the patient's voicemail. No symptoms were reported. No further complications were reported or anticipated with this event.